Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device did not mesh. The event occurred on (B)(6) 2017 with no alleged event, no patient harm, and no surgical delay. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the cutter gear fell apart and the roller, worn bushings, worn side plates, gears, and damaged comb were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration pre-test could not be done due to the damaged comb. The side plates, roller, and gear had visual damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, damaged comb, gears, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device did not mesh¿ was non-verifiable since during the initial inspection it was noted that no testing was able to be performed due to the damaged comb. During the initial inspection it was noted that no testing was able to be performed due to the damaged comb. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device did not mesh. No adverse events have been reported as a result of the malfunction. During the initial inspection it was noted that no testing was able to be performed due to the damaged comb.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device did not mesh. No adverse events have been reported as a result of the malfunction.